Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that sometimes when pt make any movement they get shocks on their back. This had been occurring for quite some time, pt does not pay attention to it. A couple of years ago pt went to  health care professional (hcp), and a medtronic rep was there. 2-3 days before going to hcp, pt turned off stimulation because they could not take it anymore. Pt then told them if the machine was going to continue to be a problem, they wanted an explant. Pt said they needed something in their body to alleviate the pain instead of giving more pain. Since that meeting a couple of years ago, pt had tried to survive with it and ignore it. Pt also reported that in the last 6-7 months, pt has been having a nagging pain in the area where the device is. The pain does not go away, pt constantly feels the aching there. Pt had no falls/no trauma. Pt also mentioned they had a plate implanted in the spine as well. Pt currently does not have a managing hcp.  Patient services (pss) emailed hcp listings to pt.